Event description:
It was reported that during routine follow-up, premature battery depletion was observed. The patient was asymptomatic. The device was explanted and replaced.

Manufacturer narrative:
The reported premature battery depletion could not be confirmed in the laboratory. Based on programmed settings and usage data, a longevity calculation was performed and the battery was within normal longevity estimates. Device function was normal when tested on the bench.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.